Event description:
The customer reported the sound cannot be turned on. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
Section e reporter phone # (B)(6). Philips field service engineer (fse) went to the customer's site and confirmed the customer's allegation. The (fse) checked equipment speaker and interface, motherboard, and system settings. The (fse) replaced the mainboard and speaker to resolve the issue. After the mainboard and speaker were replaced, the device was returned to functional use with no further issues identified. The device remains at the customer site.